Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, during reprocessing it was found out, that the water channel to inflate the balloon was clogged due to the device not being properly reprocessed before returning it. As a result, the event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): chapter 3 "compatible reprocessing methods". Chapter 4 "reprocessing workflow for endoscopes and accessories". Chapter "5 reprocessing the endoscope (and related reprocessing accessories)". Chapter 6 "reprocessing the accessories". Chapter 7 "reprocessing endoscopes and accessories using an aer/wd". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope water channel for inflating the balloon was not continuous. It was not known when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material came out of b-block unit, falling off from the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the water channel for inflating the balloon was not continuous, was not confirmed. The device evaluation found the reportable malfunction identified in b5, foreign material came out of b-block unit, falling off from the channel. Non-reportable evaluation findings were: distal end was deformed, and adhesive on the bending section cover had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.